Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on acceptance criteria. Review of the logfile shows no abnormalities that could have contributed to reported event. According to the provided treatment reports, a clinical evaluation has been made. The flaps for the provided treatment reports are too thin, planned with 110¿m and 100¿m. The vertical gas breakthroughs were noted. In addition, some water on the cornea which will lead to thin flaps and the canals are not open, so obl (opaque bubble layer) are formed. In addition, they use very different energies and sometimes change the energies between od (right eye) and os (left eye). The selected values are not the recommended ones, in some cases even not permitted arrangements are selected for the energy settings. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an undercut flap in the left eye. Additional information requested.